Event description:
Per complaint form: the chait catheter broke 5 months after placement, the manufacturer recommends replacing catheter after 6 months to prevent catheter fracture. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The complaint device was not returned. However, a photograph of the fractured device was returned. From the photo it is apparent that the device separated proximal to the first loop of the device. The catheter shaft material in the area of separation was jagged suggesting a failure due to tensile forces beyond the design of the device. Quality control confirms the correct type and size of catheter tubing and that the overall surface is free of excessive dents, bumps, and debris. The instructions for use describes the proper catheter placement, usage, and maintenance techniques, as well as appropriate warnings and precautions. The pt guide includes sections on proper usage, maintenance and troubleshooting. We will continue to monitor for similar complaints and have notified the appropriate internal personnel.